Manufacturer narrative:
Findings: no button error alarm or frozen screen. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. (B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.